Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump had damaged retainer ring. Customer did not hear the hypoglycemia alert and experienced hypoglycemia. Customer lost consciousness and was treated with glucagon injection under the supervision of emergency doctor. A self test of sound was performed and passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms and pump error 63 alarm noted during the testing. Pump was programmed with a test guardian 2 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low on. Pump was monitored, the glucose sensor simulator bg level was lowered and the alert on low activated at 90 mg/dl properly with audio alerts. No absence of alert on low beep/notification noted during the testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, slight corrosion was found on the battery tube assembly. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed.the test p-cap and reservoir locked properly into reservoir compartment. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer was confirmed. Cosmetic damage was confirmed at the retainer ring. The pump passed all the required testing. Unable to verify customer alleged for low blood glucose. The force sensor is within specification and the motor functioning properly. Absence of alert on low beep/notification was not confirmed. During visual inspection, slight corrosion was found on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom . Information related to event date has been updated in date of event and provided in b3 section of this report. Information related to event has been updated in summary and provided in b5 section of this report.

Event description:
Information received by medtronic indicated user experienced severe hypoglycemia and lost consciousness during the night of (B)(6) 2021 and (B)(6), 2021. It was reported that the user had hypoglycemia because they did not hear the hypoglycemia alert. The spouse of the customer administered a glucagon injection under the supervision of the emergency doctor. The alert before hypoglycemia was present in the history of pump. Self test for sounds and alerts was performed successfully. There was also concern for the retainer ring. The customer will discontinue the use of device.